Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that the unit melted during a procedure involving a uterine fibroid. Another unit from a competitor was used and it operated successfully.